Event description:
The physician reported that as the generator battery life comes to an end the patient's seizure frequency and severity have increased. The physician reported that there were no medication changes or external factors that could cause or contribute to the increased seizures and status epilepticus, but that the atc levels change and there is question how adherent the patient is to polypharmacy. The patient has multiple seizure types and all have increased. The patient suffers from generalized tonic-clonic seizures. The physician plans to monitor atc levels and no significant improvement was seen. The physician indicated that the generator was at eos - yes.

Event description:
Clinic notes dated (B)(6) 2014 note that the patient had been taken to the emergency department, a few weeks ago for status epilepticus. It was noted that a magnet swipe was effective and the patient was noted to have a temperature of 104.5 degrees. It was noted that the vns was interrogated and found to be working well. The notes indicate that the vns generator appears to have approximately 10-15 % battery life remaining. The physician suspected that the increase in seizure activity may be related to the generator nearing end of service. The patient was referred for generator replacement. The patient underwent generator replacement due to battery depletion. It was reported that the explanting facility does not return explanted devices for analysis. Attempts to obtain additional relevant information have been unsuccessful to date.